Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component on the liquid crystal display puncturing through the isolation tape and making contact to the battery tube positive side. Unable to perform the displacement test due to the blank display.

Event description:
The customer stated that the insulin pump had a blank display. The customer reported a blood glucose reading of 317 mg/dl. Troubleshooting was performed and the insulin pump remained blank. Nothing further was reported.